Event description:
A (B)(6) male admitted for covid pneumonia. He was intubated due to worsening ventilation. During his hospitalization, the patient was noted to have a pc02 of >60 with an associated ph of <7.2. This persisted for >3 hours and the patient was indicated for vv ECMO support. During set up of the ECMO circuit for the patient, there was a pump head failure with no flow noted through the circuit. A new console was quickly retrieved and connected to the patient. There was no sequelae from this event per physician and perfusion. FDA safety report ID# (B)(4).